Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cap was poorly attached and separated during the flush. The following information was provided by the initial reporter, translated from swedish: "pvk with tubing for closed system, the cork on the protruding inlet is badly attached and was pushed away when I flushed coke salt through the other inlet. This event has happened x number of times recently. Had to quickly stop the outflow (the blood then flowing out through that hose) using the clamp on the tubing and find a replacement cork and put it on."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cap was poorly attached and separated during the flush. The following information was provided by the initial reporter, translated from swedish: "pvk with tubing for closed system, the cork on the protruding inlet is badly attached and was pushed away when I flushed coke salt through the other inlet. This event has happened x number of times recently. Had to quickly stop the outflow (the blood then flowing out through that hose) using the clamp on the tubing and find a replacement cork and put it on."